Manufacturer narrative:
A female received sculptra (poly-l-lactic acid) for cosmetic purposes two times in 2005 underneath eyes and around mouth. She has waterbags, burning and edema underneath eyes, swelling and redness around mouth. Eye doctor stated she was having a hypersensitivity reaction. Also had photosensitivity reaction. Addendum during that times: batch# and expiration date not provided. Conclusion: related to product. Addendum approx four months later: lumps under eyes appeared 10 days after second treatment. Following first sculptra injection, she developed a "nice size lump" on side of face which "popped up" after second injection. This was treated with triamcinilone, which according to the reporter, "ate" some of her tissue. She now has a dent instead of lump. Consumer indicated that during her second sculptra treatment, physician hit a blood vessel under her right eye that caused it to swell. Addendum the following month: for pqc#: an investigation has been performed on the documentation of all involved batches. The review of the DHR of these batches didn't show any anomaly that could be related to the event. Conclusion: no faults, defects or damages detectable. Follow-up 20-apr-07 upgrades this case to serious: consumer provided photos of herself before and after sculptra injections. Photos after treatment show one large nodule under each eye. The consumer stated, "my life has been over since the sculptra was injected, I hardly ever leave home." Addendum for ptc dated 02-may-07: batch record review without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.

Event description:
Initial report received on 06/16/2005: this spontaneous post-marketing case was received from a female consumer who initiated sculptra (poly-l-lactic acid) for cosmetic purposes. She received sculptra injection underneath eyes and around mouth. She has water bags, burning sensation and edema underneath her eyes and swelling and redness around her mouth. Pt had very severe swelling under eyes where she was injected, went to eye dr who said she was having a hypersensitivity reaction. Went back to the dermatologist who administered sculptra. Dermatologist confirmed hypersensitivity reaction. Give one shot IV prednisone then high dose oral. It is now day 14, event ongoing. Also had photosensitivity reaction. Lot/exp unk. Addendum for follow-up dated 06/17/2005 and received in uspv on 7/28/2005 for evaluation of sculptra vial, batch # and expiration date no provided. Results and conclusion as follows: an evaluation was performed: related to product. Addendum for follow-up info received on 10/07/2005: consumer reported that she had two sculptra (poly-l-lactic acid) sessions (two times in 2005) administered in the periorbital area for cosmetic purposes and now has huge hard lumps under her eyes. The lumps appeared approx 10 days after her second treatment. She has not received any treatment for the lumps under her eyes and they are ongoing. Consumer also reported that following her first sculptra injection, she developed a "nice sized lump" on the side of the face which was not noticeable until after her second injection at which time it "popped up." The physician injected the lump on the cheek with kenalog (triamcinilone), which according to the reporter, "ate" some of her tissue and she now has a dent instead of a lump. The lump is still there but is not noticeable. Consumer indicated that during her second sculptra treatment in 2005, the physician hit a blood vessel under her right eye that caused her eye to swell. The swelling has since resolved. Medical history, allergy and concomitant medication info was provided by the consumer. No further details provided. Add'l info has been requested. Addendum for follow-up date 11/18/2005 from pqc received in uspv on 11/30/2005: evaluation of sculptra (poly-l-lactic acid), batch # and expiration date not provided. An investigation has been performed on the documentation of all potentially involved MFR batches. The review of the DHR of these batches didn't show any anomaly that could be related to the event that occurred. Conclusion: no faults, defects or damages detectable. Addendum for follow-up dated 07/16/2006 from pqc received in uspv on 07/24/2006: evaluation of poly-l-lactic acid (sculptra), batch number and expiration date not provided. No investigation on the documentation was possible, since the batch number was not available. Conclusion: related to product. Case was reopened to add clintrace identification number. Case status closed for pqc and sent to uspv. Addendum for follow-up dated 07/16/2006 from pqc received in uspv on 07/31/2006: case has been reviewed and closed for pqc (product quality complaints). Case re-opened to add clintrace number and case re-closed and sent to uspv. No add'l medical info was provided. Follow-up received on 04/20/2007 upgrades this case to serious: consumer provided photos of herself before and after poly-l-lactic acid injections. Photos after treatment show one large nodule under each eye. In her attached email, the consumer stated, "my life has been over since the sculptra was injected. I hardly ever leave home." Consumer is trying to find a surgeon to remove them. No further details provided. Add'l info for sculptra (lot/exp date unk) from product technical complaint report case dated 5/02/2007, received by uspv on 05/03/2007. Batch record review (brr) without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved MFR batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.